Manufacturer narrative:
The lead and ICD are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 77 months after the implantation oversensing was noted. A drop in pacing impedance to less than 200 ohms was also detected. No adverse patient side effects were reported. No dates were provided. All available information suggests this system remains actively implanted.